Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, detached end cap and loose and protruded drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a broken battery tube threads. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.